Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient fell, had a return of symptoms, and urgency. Stimulation was felt in a different location in the bicycle seat area. The patient was going to get an x-ray today to check the implantable neurostimulator (ins) and leads. The patient was not sure if something happened when she fell. An appointment with the doctor was scheduled for (B)(6) 2016. The patient fell and the return of symptoms started about 2-3 months ago. The feeling of stimulation in a different location started about a month ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.